Event description:
Health professional reported that after treatment in the lips with juvederm ultra xc, the pt developed acute swelling. The doctor also applied topical lidocaine/tetracaine anesthetic during the injections. The pt was prescribed treatment with prednisone, zyrtec and hydroxyzine on the same date as the juvederm ultra xc treatment to both hasten the resolution of the pt's symptoms and to prevent worsening of the symptoms that may lead to permanent damage. A day after prescribed treatments, the swelling resolved, but the pt had developed significant bruising. Supplemental info rec'd from the physician indicates that the pt's swelling and bruising had resolved within two days of the initial treatment.

Manufacturer narrative:
(B)(4). Device eval: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and sterility test are registered as conforming. The attributability is then impossible to determine.